Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). The everflex entrust catheter was introduced over a 0.035" wire through a 5 fr sheath antegrade. When inside the sfa, the physician (ir) felt resistance when advancing the entrust catheter forward to the target lesion. During the same procedure another entrust stent was deployed distally. The intention was to extend with the second stent. On the xray image the physician observed that the stent had started to deploy approximately 1-2 mm. The red lock pin was still in place. The device was withdrawn and replaced with a new device, same size, successfully. There was no damage to the vessel wall. The stent could not be recaptured into the deployment system, however, the stent and catheter were removed successfully by backing out of the introducer sheath. The stent was still inside of the catheter, except for 1-2 mm sticking out of the distal end. Review of a single image of the stent received could not confirm if all components of the stent were present.